Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the balloon broke during removal, due to possible kink. There was no patient injury reported.

Event description:
It was reported that the balloon broke during removal, due to possible kink. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The product was returned cut in two (2) pieces with a damaged (pinched/ribbed) maquet sheath partially over the membrane. The exposed portion of the membrane was completely unfolded with blood on the exterior & interior of the catheter. The inner lumen was observed to be kinked approximately 7.9cm from the iab tip, along with a second inner lumen/catheter tubing kink approximately 30.7cm from the iab tip. Additionally, two (2) more inner lumen/catheter tubing kinks were observed approximately 7.9/51.3cm from the rear of the y-fitting (measured from the rear of the y-fitting due to the returned condition of the product). An underwater leak test of the balloon was performed and no leaks were detected. The catheter was damaged, confirming the reported problem. Complaint record #(B)(4).